Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level at time of incident was 484 mg/dl. Customer current blood glucose level was 280 mg/dl. The customer was not getting enough insulin from the pump, and it did not had a hard click. Customer had observed that the quick release was easy to detached and infusion set was detached at p cap. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer stated that infusion set tubing came apart. The device will not be returned for analysis.